Event description:
Mesh was being bent prior to implanting in the pt, and the mesh broke. Hosp indicated there was a delay in surgery due to the breakage, bud did not note how long the delay was.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained, that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.